Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a high impedance out of range warning on the superior vena cava (svc) coil. A follow up with the patient's healthcare provider yielded that the lead continues to be monitored with no intervention. The lead remains in use. No patient complications have been reported as a result of this event.